Manufacturer narrative:
The medical center discarded the impella pump product at the time of explant. There can be no benchtop analysis to root cause for the reported limb ischemia. The manufacturer will close the investigation, though should new information be shared that leads to a definative root cause, a final report will be filed. The failure mode will be monitored and trended.

Event description:
The medical team had an imeplla cp inserted along with extracorporeal membrane oxygenation (ECMO) after escalation from an balloon pump (iabp) for a surgical patient admitted for coronary artery bypass. The team explanted the impella after 1 day due to bilateral limb ischemia. The impella was explanted and ECMO cannulas moved to axillary access instead.